Manufacturer narrative:
Results:the cat6 was ovalized approximately 123.0, 127.0, 128.5 ¿ 130.0 and 135.0 cm from the hub.conclusions:evaluation of the returned cat6 revealed ovalizations along the distal shaft. This damage was likely the reported kink. If the device is forcefully pinched or gripped during use, damage such as ovalizations may occur. During functional testing, the cat6 was advanced through a demonstration neuron max with resistance due to the ovalization on the distal shaft. The ovalizations likely contributed to the resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the distal tibial-peroneal trunk using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician inserted the cat6 through the valve of the non-penumbra sheath using the peel-away sheath. However, while advancing the cat6 over the guidewire through the sheath, the distal end of the cat6 kinked. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.